Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: air/water channel cfu: 1 cfu bacterial identification: micrococci. Sampling date: (B)(6) 2025 sampling from: auxiliary channel, instrument channel, suction channel cfu: <1 cfu bacterial identification: n/a. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that the gastrointestinal videoscope tested positive for 183 cfu/endoscope of aerob-mesophil (aerobic mesophilic bacteria). The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.